Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. A cluster assessment found no similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer's mother called for her daughter and stated a tampon broke in half during removal and left a piece behind. She was able to remove the remaining piece and did not need to seek medical attention. No further information is available at this time.